Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the failure was lamp exhaustion due to repeated use. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device

Event description:
Additional information was received regarding this event. The intended procedure was a therapeutic laparoscopic cholecystectomy and there was no delay in the procedure and was completed with the subject device. Ltf-vp, otv-s7 and oev191 were also being used.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A distributor reported to olympus on behalf of the customer, there was a lamp failure on the visera xenon light source. There were no reports of patient harm associated with this event.